Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor visual outcome and not satisfactory as per surgeon. It was also stated that patient was experiencing epiretinal membrane and retinal issues which were not detected prior to implant. The lens was explanted by a non-company lens. Additional information received and stated that further treatment and potentially secondary sulcus iol on top of explanted panoptix/ new eyhance iol.